Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a semi-open colectomy, the firing stopped on the way of the second firing on the colon. Also, the deployed staples of the proximal end were malformed. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.